Event description:
The patient received the scs system on (B)(6) 2011. It was reported the physician found that the patient is allergic to titanium, one of the four ipg components. The physician removed and replaced the ipg, wrapping the new ipg with insulating material to avoid direct contact with the patient's body.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.